Event description:
Customer reported inaccurate erratic readings for their freestyle tracker meter. Readings were more than 20% different within a few minutes. Customer's fingers were not washed prior to testing.